Event description:
It was reported that the pt's catheter was replaced and a priming bolus was programmed. A low reservoir alarm occurred at 6.8 ml's when it was set to alarm at 2 ml's. The low reservoir alarm was followed by a critical alarm due to an empty reservoir, which was confirmed by telemetry. The most recent reservoir volume was 6.6 ml's. The pump was going to be updated and reprogrammed again. The medication being delivered via the system was not reported. No add'l info was provided.

Manufacturer narrative:
(B) (4).